Manufacturer narrative:
Per the clinic, the device was explanted in (B)(6) 2016 (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2017. This report is submitted jun 5, 2017.

Manufacturer narrative:
This report is submitted on november 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with device use, however the issue did not resolve; subsequently, the patient was hospitalized for pain therapy in (B)(6) 2016 (specific date and duration not reported).